Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 291, 261 and 320 mg/dl on one meter and a reading of 110 mg/dl on the other meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.